Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial right tmj procedure. The patient experienced right facial pain and underwent a revision procedure approximately (4) years post-implantation due to implant fracture. All fragments of the mandible implant were removed and the fossa component was retained. Attempts to obtain additional information have been made.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d4; g3; h1; h3; h4; h5; h6. The reported event was confirmed by review of x-rays and returned product. Review of the provided radiograph confirmed there was approximately 1cm of granulation tissue at the right temporomandibular joint prosthesis that fractured. The right temporomandibular fossa was healing normal. There was a fracture of the right temporomandibular joint prosthesis. The distal segment of the right temporomandibular joint prosthesis was removed, including multiple screws at the distal segment of the prosthesis were totally removed without any complication and identified that there was granulation tissue at the proximal segment of the right temporomandibular joint prosthesis, around the fractures of the mandibular joints there. A new 50mm tmj prosthesis was placed with five screws. Review of the provided radiograph confirmed right temporomandibular joint replacement with fracture through the mandibular plate portion of the implant. Panorex image shows a right temporomandibular joint replacement implant spanning a mandibular ramus osteotomy with resection of the upper ramus and condyle. The mandibular plate fracture is through the second and third from most superior holes; the third from most superior hole contains a screw but the second does not. A visual inspection was conducted on the returned mandible implant. The implant shows signs of use including marking and scratching on the surface. Further review shows that the implant has fractured. The returned mandibular component with three fractures was evaluated utilizing optical microscope and scanning electron microscopy. Sem imaging of fracture surfaces showed excessive smearing and biological debris. Imaging of non-smeared regions at higher magnification revealed fatigue mode of fracture with step-like artifacts and striations. Eds semi-quantitative elemental analysis conducted on the implant fracture surface showed the composition to be consistent with co-cr-mo alloy. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. D10 - associated product item #: 24-6562 item name: tmj sm rt fossa comp item lot: 976690a.

Event description:
It was reported the patient underwent an initial right tmj procedure. The patient experienced right facial pain and underwent a revision procedure approximately four (4) years post-implantation due to implant fracture. All fragments of the mandible implant were removed and the fossa component was retained. Further information was received through patient's medical records which indicated that during the revision procedure, the surgeon excised approximately a 1-centimeter joint granulation tissue mass on the right side. The initial fossa component was retained and the fractured mandibular implant was exchanged without complication.